Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.

Manufacturer narrative:
The device was returned and evaluated. Due to extensive liquid ingress, the device is no longer functional. Pride did not supply or install the switch-it control system that is alleged to have malfunctioned.

Event description:
Customer alleges he drove into a pool. He alleges the micro pilot may be the cause per atp.

Event description:
Customer alleges he drove into a pool. He alleges the micro pilot may be the cause per atp.